Event description:
It was reported that the catheter moved from th 9 to th 12. No symptoms of withdrawal were experienced by the patient. The hcp decided to observe until the next pump refill.

Manufacturer narrative:
(B) (4).